Event description:
The customer reported an intermittent communication failed error message. This resulted in a system lock up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply cable and pcb power relay board were evaluated and replaced. The power plug was reseated. The system was tested, found to be working as intended and returned to service.